Manufacturer narrative:
B3 event date: the event occurred on an unspecified date in june 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the iodine was dry inside an unspecified quantity of minicaps. This was identified before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction is made to g1 as the manufacturing plant is updated to cuernavaca (previously submitted as cleveland). Additional information was added to h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.